Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown solution administration set was observed with no flow. According to the report, the customer noted that the tubing became "heavy and bent over the back of the pump". It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported. No additional information is available.